Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she would not let her get off the screen, hit escape and then hit bw button and got a button error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.